Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Last name unknown / not provided. PMA/510(k) number k013227.

Event description:
It was reported the implant was removed due to pain. Doctor placed the implant and patient complained about pain, so he decided to remove the implant and no other implant was placed in the same surgery.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the following sections have been updated: b4: date of this report b5: describe event or problem d9: device available for evaluation change ¿no' to 'yes' g3: date received by manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative one tapered screw vent (tsvb11) with abutment was returned for investigation. Visual evaluation of the as returned product identified signs of usage. No significant damage was identified. No allegation was made to the healing collar that was returned with an implant. Implant matched to the DHR print description. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing condition noted on the per was none. The reported device was located on tooth location 35 (fdi) and was removed the same day. Device history record (DHR) review was completed for the subject lot number 1235844. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review by lot number (1235844) was performed for similar events using keyword 'medical pain' and no other similar complaint was identified. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event (pain) or product (tsvb11). Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.